Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the during the trial period the percutaneous extension broke during normal use by the patient. The implantable neurostimulator (ins) implant was scheduled for (B)(6) 2015. No interventions were taken and the issue was not resolved.

Manufacturer narrative:
(B)(4).